Event description:
A home patient (hp) reported to baxter's technical service center that patient had experienced pain in the shoulder in 2003. The hp and the hp's nurse reported the shoulder pain occurred after the hp connected the transfer set to the patient line of the homechoice set. The hp connected during the prime cycle, prior to the automated peritoneal dialysis therapy. According to the home patient's nurse, the shoulder pain subsided without any medical intervention.